Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose reading was 500 mg/dl. It was unknown how the customer treated for their high blood glucose. The customer declined to troubleshoot for the high blood glucose incident. Th customer stated that they found out a lot of no delivery issues and were able to fix it after replacing multiple infusion sets. The customer¿s blood glucose at the time of the call was 238 mg/dl. No harm requiring medical intervention was reported. The pump will not be returned for analysis.